Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient expired due to a terminal arrhythmia. There was a spike in impedance to high levels, rising/high thresholds, and a polarity switch due to low impedance on the right ventricular (rv) lead. In addition, there was a rise in the impedance on the right atrial (ra) lead. The device's clock was noted to have been off when compared to the programmer. No further information could be obtained.

Manufacturer narrative:
Concomitant medical products: 5076 lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient expired due to a terminal arrhythmia. There was high impedance, high thresholds, and a polarity switch due to low impedance on the right ventricular (rv) lead. In addition, there was a rise in the impedance on the right atrial (ra) lead. No further information could be obtained.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. If information is provided in the future, a supplemental report will be issued.